Event description:
It was reported that an asymptomatic patient presented via a remote transmission showing that the device exhibited post-paced t-wave oversensing. Programming changes were discussed but not performed at this time.